Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 5.3 mmol/l. The caller did not observe any significant events leading to the alarm. The user had already discontinued use of the insulin pump and reverted to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces during our visual inspection. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.